Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high out of range defibrillation impedance, all other electrical measurements were normal. On (B)(6) 2021 the patient presented in clinic and these findings were confirmed. No changes or intervention was performed. Patient condition is stable.